Event description:
Reportable based on device analysis completed on 13october2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the right femoral artery. The diffused target lesion was located in the left anterior descending artery. The left main coronary artery was engaged using a 6fr non bsc guide catheter. A non bsc guide wire was advanced to the lesion and another non bsc guide wire was placed in the first diagonal artery. The target lesion was predilated using a 2x12mm non bsc balloon catheter. Then a 2.25mm x 32mm promus element¿ plus stent was advanced but was unable to cross the lesion. The device was removed. A 2.25x28mm promus element¿ plus stent was deployed at 12 atmospheres and overlapped with a 3x38mm promus element¿ plus stent. Serial dilation was performed using a 3x15mm non bsc balloon catheter. Final angiography revealed a good result with timi 3 flow. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, deformed and stretched over the distal markerband. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).